Event description:
New information states that the device was explanted. The patient was stable.

Manufacturer narrative:
The reported low hv lead impedance was confirmed in the laboratory and was due to a broken can wire.

Event description:
It was reported that the asymptomatic patient presented in clinic after receiving a patient notifier for low, out of range, high voltage lead impedance. After reviewing lifetime ranges for each vector the impedance was observed to be within normal range. The patient notifier was re-enabled.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.